Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported they made a puncture in the jugular vein and when they were going to introduce the spring-wire guide it bent, so they had to use a new catheter and do a new puncture to the patient. Customer also reported the guidewire was "thicker" and damaged the vein, but there was no patient injury or medical intervention required. A different vein was used to place catheter. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported they made a puncture in the jugular vein and when they were going to introduce the spring-wire guide it bent, so they had to use a new catheter and do a new puncture to the patient. Customer also reported the guidewire was "thicker" and damaged the vein, but there was no patient injury or medical intervention required. A different vein was used to place catheter. The patient's condition is reported as fine.